Event description:
It was reported that the catheter separated after seven days of use. The catheter had been in use for alcohol infusion into the pt's liver. The tip of the catheter remains in the pt and removal is a possibility. The catheter was used in a manner not indicated for this product. Degradation of the catheter may occur during exposure to solvents including alcohol.